Event description:
The wire included with sheath set broke off in the pt. A cutdown had to be done to remove the guidewire. The procedure went as normal after removing the wire. No pt injury.

Manufacturer narrative:
Investigation in-process and will be filed in a supplemental report when completed.